Event description:
A home patient contacted baxter technical services and reported that a leak in the patient line occurred during filling while using the home choice pro system and stated that he would start over with new supplies. The technical services representative assisted the home patient in ending therapy early and suggested informing the nurse of the leak. There was no patient injury or medical intervention reported at the time of the incident.